Event description:
The customer stated an hcv positive patient who was undergoing treatment generated a nonreactive result of 0.5 s/co on the axsym hcv v3.0 assay. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 3b44 axsym hcv v3.0 that has a similar product distributed in the us, list number 5c36 axsym anti-hcv. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Retained kit testing of the reagent lot met all specifications. In order to assess the clinical sensitivity of this lot, three anti-hcv seroconversion panels (B)(4) were tested. The test results for axsym hcv version 3.0 reagent kit, list number 3b44-20, lot number 72511lf00 showed the expected number of reactive bleeds with s/co values for the seroconversion panels (B)(4) comparable to package insert data generated by the respective supplier (bbi diagnostics, seracare) and internal historical data. In addition, testing of lot number 72511lf00 showed a performance within typical ranges and within customer specifications for calibrators, controls and analytical sensitivity panels for antibodies directed against core, (B)(4). As part of our investigation we have reviewed the complaint and manufacturing records for axsym hcv version 3.0 reagent kit, list number 3b44-20, lot number 72511lf00. This review did not identify any problems relating to the customer's observation. Based on our investigation, we have determined that axsym hcv version 3.0 reagent kit, list number 3b44-20, lot number 72511lf01, identified in the customer's complaint, is performing acceptably for analytical and clinical sensitivity. It could not be determined why the customer generated a non-reactive result for this patient specimen. However, it is recognized that currently available methods for the detection of antibody to hcv may not detect all potentially infectious units of blood or infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hcv. Nonreactive test results in individuals with prior exposure to hcv may be due to antibody levels below the detection limit of this assay or lack of antibody reactivity to the antigens used in this assay. For diagnostic purposes, the anti-hcv reactivity should be correlated with patient history and other (B)(4) markers for diagnosis of acute or chronic infection. This is the final report.